Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). The fms control product has been withdrawn from the market and is no longer commercially available.

Event description:
It was reported that during the demonstration of the device, "the indicator dome popped but the control valve did not shut off". There was no patient involvement.